Manufacturer narrative:
The actual device involved in the incident was received for evaluation. The pump was refilled to the nominal value of 400ml using a baxa repeater pump with 0.9% of saline. Infusion was verified on all the selected flow rates, 0ml/hr did infuse. The bolus button was examined under a microscope magnified at 2x and observed a broken red priming key in the button. The bolus button indicator was not refilling. To prove that the broken priming key was attributed to a faster flow, the flow accuracy tests was performed with the saf (select-a-flow) set to 6ml/hr. After 27.5 hours of testing, the pump completely emptied. The pump was supposed to run for 50 hours. The pump yielded a flow rate of 15.42ml/hr, which is above specifications with a +/-20% tolerance by 8.22ml/hr. The pressure pot was performed on the flow control tubing (select-a-flow unit) and without the filter on flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr. The pca button was clamped off to prove that the saf functions as intended. The tubing was detached from the pump and connected to a pressure gauge. The average bladder pressure used was 7.81psi. Flow rate 2ml/hr yielded a flow rate of 2.03ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 3.98ml/hr which is which is within specifications with a +/-20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.58ml/hr which is within specifications with a +/-20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.57ml/hr which is within specifications with a +/-20% tolerance. The bolus button test was unable to be performed because of the broken red priming key in the bolus button. The bolus button was in an upward position and was not stuck down. The bolus button was unable to latch because of the broken red priming key inside the bolus. The investigation summary concludes that fast flow was observed. During the flow accuracy test, the pump was above specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. The pca priming key was observed broken in the bolus button which attributed to a faster flow. Based on the complaint investigation, the root cause of the reported incidents of fast flow and stuck bolus button is due to inappropriate use. The pump was returned for evaluation and during sample evaluation fast flow was observed due to the pca unit containing a broken piece of the red priming key. One assignable cause for the observed broken piece is user incorrectly removing the red priming key from the pca unit. A use review was performed to evaluate if the product was used appropriately, comparing use conditions with the requirements of the device instructions for use and labeling information. According to the use review, the red priming key was most likely not removed according to the IFU. Investigations are currently in place in order to mitigate the potential for use error and are ongoing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). Method: the actual device was not returned. A review of the device history record is not possible as no lot number was provided. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: 550 ml. Flow rate: 6 ml/hr. Procedure: unknown. Cathplace: unknown. A report was received stating a pump with the bolus button became stuck and the pump emptied in 24 hours. Additional information received on 25-jul-2016 noted a piece of broken red tab was inside the hole where the red priming key used to be. The yellow indicator was on the bottom. No additional information was provided.